Event description:
A cormet head was revised due to a femoral neck fracture after 3 years. The cormet cup was retained for use with a new biolox ceramic head.

Manufacturer narrative:
(B)(4). Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed.